Event description:
It was reported that one of the pt's two leads have been turned off to "give it time to heal". After having the second lead turned off 4 months ago, the pt was requesting to have their device reprogrammed with the second lead, to see if it would work. The first lead was working fine. Scheduling an appointment with a physician was discussed. The pt's outcome was not reported. Additional information is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).